Event description:
Before implantation, physician noted the product seem to be occluded or the pressure is too high; because cerebrospinal fluid (csf) did not come from the distal side of the valve. When the doctor pumped it hard (flushing), csf flowed normal. He then changed the valve to find the new one worked properly. A review of complaints for 2008 was performed, and it was determined that an MDR was not filed for this complaint.

Manufacturer narrative:
Additional lot # 107123. The unit was received for evaluation. Visual inspection showed valve was not received in its original package. The valve was carefully examined and did not reveal any non-conforming characteristics. Water was injected thru the proximal end connector and passed easily throughout the distal end of the valve. Also the valve was flushed several times and it flushed properly, which indicates that the valve is not occluded. A pressure test was performed on the valve per data sheet instructions, and the unit is within pressure specifications. As per paperwork received with the product, two lot numbers were mentioned 1060609 and 1071423. The device history records were reviewed on both lots, and nothing unusual was observed during the mfg process. Based on the info received and the device evaluation, we are unable to confirm the customer's reported incident. Product insert does state to flush product prior to use since it is known that silicone tends to stick to itself when dry. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.